Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire at distal clevis. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is primarily attributed to component failure. Conductor wire management issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument could not activate the energy, and after replacing the new high-frequency energy cable, the energy of the instrument could not be used, and the normal function of the instrument could not be used after replacing the new energy platform. After replacing the same type of device, it was found that the energy function was used normally, and the customer complained about the quality of the device and applied for return to the factory for testing. The procedure was completed with no reported injury.